Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, the cartridge was leaking. No impact to the customer's blood glucose. The customer loaded a new cartridge and resumed insulin delivery.